Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the unspecified coronary artery started in a huge angle in calcified left main. Resistance was felt when the 4.0x23 mm multi link 8 stent delivery system (sds) was being delivered and it was observed that the shaft separated inside the guiding catheter. The sds and the guiding catheter were removed together as one unit. The a shorter stent was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.